Manufacturer narrative:
There was no residual stenosis and the patient left the angiography suite without neurological deficit. The patient was discharged the following day with nih stroke scale score and rankin scores of 0. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced a stroke six days after the index procedure. Symptoms included lethargy, behavior change, aphasia, dysarthria, left hemiparesis, left hemineglect and left hemiataxia. CT revealed development of large intracerebral hemorrhage with mass effect and extension into ventricles. The stroke was treated with frontal craniotomy and evacuation of the hematoma. The patient had a partial recovery with major residual and was in a rehabilitation facility for approximately one month and then transferred to a skilled nursing facility. At the time of the 30 day follow-up visit, the patient had an nih stroke scale score of 26 and rankin score of 5. According to the investigator, the event was not related to cordis product, but was related to the index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the ostial right internal carotid artery. The lesion was 20mm in length, concentric and moderately calcified. Pre-procedure, nih and stroke scale scores were 0. The reference vessel was 4.5mm in diameter and mildly tortuous. The lesion was pre-dilated and a 6.0 x 30mm precise pro rx was implanted at the target lesion. There was no residual stenosis and the patient was discharged the following day without neurological deficit. The patient's medical history included stroke, transient ischemic attack, prior left carotid endarterectomy, contralateral laryngeal palsy, hyperlipidemia, smoking, coronary artery disease and hypertension. A review of the manufacturing documentation associated with lot 15045766 presented no issues during the manufacturing and inspection processes. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15045766. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device, therefore, no corrective actions will be taken at this time.

Event description:
As reported via the (B)(4) registry, a patient experienced a stroke six days after the index procedure. Symptoms included lethargy, behavior change, aphasia, dysarthria, left hemiparesis, left hemineglect, left hemiataxia. CT revealed development of large intracerebral hemorrhage with mass effect and extension into ventricles. The stroke was treated with frontal craniotomy and evacuation of hematoma. The patient had a partial recovery with major residual and was in a rehabilitation facility for approximately one month and then transferred to a skilled nursing facility. At the time of the 30 day follow-up visit, the patient had an nih stroke scale score of 26 and rankin score of 5. According to the investigator, the event was not related to cordis product, but was related to the index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the ostial right internal carotid artery. The lesion was 20mm in length, concentric and moderately calcified. Pre-procedure nih and stroke scale scores were 0. The reference vessel was 4.5mm in diameter and mildly tortuous. The lesion was pre-dilated and a 6.0 x 30mm precise pro rx was implanted at the target lesion.